Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the pump to function properly when set to optimal occlusion setting. Pump did produce error messages "under-speed" and "belt slip" during extreme occlusion which is an expected result of over occlusion with 1.4 software installed. The service repair technician (srt) could also not verify the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's technical support specialist, he assisted the user facility's biomedical technician in setting up a new pump to replace the suspect pump.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump displayed multiple instances of a "belt slip" error message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the pump and 4:1 medtronic disposable was set up and primed for a cpb procedure on (B)(6) 2019 without issue. During priming, the team set their pump occlusion according to institutional protocols for their cardioplegia (cpg) circuitry. The induction dose of cpg was delivered without issue. At the beginning of the consecutive dose, the cpg pump gave the team a belt slip error and stopped running. They were able to mitigate the issue by engaging the start/stop button and come up on cpg flow when the notification occurred. This same belt slip error was observed three additional times at the start of each subsequent dosage. The team was able to again mitigate the problem by engaging the start/stop button. The pump was not exchanged during the procedure, but was attended to after the conclusion of the case. The patient received all planned cpg dosages, and there was no delay in the continuation of the surgical procedure. There was no harm or blood loss associated with the event.